Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion: no conclusion can be drawn. Our complaint database does not show any increasing trend for this type of access port. No corrective action is envisaged. Confidential note: this file was previously sent in may 2016. Due to undetected report failure, we now resubmit the report.

Event description:
On (B)(6) 2015 port implantation on the left cephalic vein; on (B)(6) 2015 discovery of the catheter disconnection from port; on (B)(6) 2015 port explantation; on (B)(6) 2015 port implantation in right subclavian vein.